Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2019, alleging the battery compartment was cracked and there was moisture inside the battery compartment. The reporter denied damage to the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned, and investigation completed by product analysis on 18-apr-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked with evidence of moisture corrosion inside the battery compartment. Leak testing confirmed moisture ingress. Investigation duplicated the complaint.